Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, their blood glucose (bg) dropped so quickly that they are unsure if their receiver had an audio alert when they went low, resulting in medical intervention. The patient was at work and felt that they were getting low so they drank some juice; however, the patient still blacked out. The patient fell hard on their rear and hit their head. The paramedics were contacted; they arrived and treated the patient with more juice. Paramedics tested the patient's bg which was at 159 and their continuous glucose monitoring system displayed that they were low. The patient is reported to be good now. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation. Data was not provided for review. The reported events cannot be confirmed. A root cause cannot be determined. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.